Event description:
Non-delivery of vancomycin. The pump was programmed on an unspecified date to deliver vancomycin at a rate of 125 ml/hr with a volume to be infused of 250 ml. The pump was initially infusing, but after an unspecified length of time the pump reportedly stopped delivering while the display continued to increment as if it were delivering. There was no reported pump alarm. The pt missed the dose of vancomycin. There was no reported adverse pt effect. Though requested, no additional info was available.